Event description:
A medtronic representative reported that the surgeon mentioned during a conversation that he did not retrieve a positive cancerous sample from a cranial biopsy performed while utilizing the medtronic navigation system axiem technology. The surgeon was complaining about the medtronic navigation system and there is no allegation that the medtronic navigation system caused or contributed in any way to the lack of a positive sample. It is unknown why the biopsy sample was non-diagnostic. No further information has been provided by the site.

Manufacturer narrative:
Patient information was unavailable from the site.there is no indication or allegation that the device malfunctioned. Therefore no evaluation is required.

Manufacturer narrative:
The surgeon wanted to perform a biopsy with electromagnetic navigation. However, medtronic does not manufacture an em navigable needle. The surgeon was advised of this, but he decided to use the em shunt stylet inserted into a biopsy needle designed for optical tracking and use a projection of the em stylet tip to match the tip of the biopsy needle. The surgeon performed an em registration and then made a burhole on the head and placed the optical biopsy trajectory kit on the burhole. He then used the em pointer placed into the trajectory cannula to fix a trajectory. After he set the trajectory, he placed the em stylet on the anatomy to verify accuracy. He was satisfied with the accuracy and proceeded to take the biopsy sample in an unapproved way. The surgeon took a sample with the biopsy needle window facing outside the center of the tumor. The surgeon did not allege that the lack of positive biopsy sample was caused or contributed to by the stealthstation treon system. Site used the system in an off label way. No failure of system.